Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported the initial mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing the mr to a grade of 1-2. During routine follow up on (B)(6) 2022 it was determined the clip had partially detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3-4. A second procedure was performed on (B)(6) 2022 where one clip was implanted reducing the mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.